Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was unconscious and was in intensive care unit after coma. Customer¿s blood glucose value was unknown. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.